Event description:
Customer reported nonreactive sample od values when running ortho hcv 3.0 elisa using ortho summit processor serial number 2111. No error message was generated by the instrument. The od values were within package insert criteria. An fse was dispatched and determined that the photometer was out of range. The photometer processing board was out of range. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.